Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had failed a self-test and had a service indicator present. Upon further inspection, the customer advised that their device had logged an event code in its memory that indicates a potential partial loss of defibrillator output energy, due to a loss of the negative portion of the biphasic output waveform (resulting in monophasic shock delivery). There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control also observed that when attempting to shock during testing that no energy was being delivered to the defibrillation analyzer, and that the device gave an "abnormal energy delivered" message. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of both the reported and observed issues was a shorted transistor, designator q8.

Event description:
The customer contacted physio-control to report that their device had failed a self-test and had a service indicator present. Upon further inspection, the customer advised that their device had logged an event code in its memory that indicates a potential partial loss of defibrillator output energy, due to a loss of the negative portion of the biphasic output waveform (resulting in monophasic shock delivery). There was no patient use associated with the reported event.